Manufacturer narrative:
H3: analysis of the ins 97800 interstim x ssmri (s/n: (B)(6)) found the ins box was damaged/cracked and the plastic shrink wrap had been compromised in multiple places. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported th at they had a new, in the box ins in their car and when driving, they had to swerve to avoid getting in an accident. As a result of this, the outside shell of the box was damaged/cracked and the plastic shrink wrap has been compromised. The rep didn't believe that the sterile packaging was compromised but didn't know for sure and didn't know if the ins was damaged or not.